Event description:
Caller states that customer was testing higher than normal, results not provided. The customer based his insulin dosage on the result and at some point leter he reportedly went into a coma for 15-20 minutes. He was taken to the hospital wher he remained for 5 days. Treatment received was not provided. Caller also reported, however, that when the paramedics arrived customer was tested on the paramedic's device as the customer's device did not have power. No quality controls werre used. Requested return of suspect device and replacement was sent.